Manufacturer narrative:
H3: a hardware analysis was initiated to determine the probable cause of the issue. Hardware analysis found that the needle stop was incomplete. The threaded hole for the screw had not been drilled through rendering the stop unusable. The anomaly is being tracked in the navigation tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that the representative received information that before a cranial biopsy, the screw threading on the biopsy needle kit was not operational, preventing the kit from clamping (defective depth stop would not lock). The biopsy needle was not placed into the anatomy; the nurse attempted to lock the depth stop and noticed the stop did not lock prior to the unit being introduced into the anatomy. The screw to secure depth stop on the needle was stuck and not possible to tighten the stop. They took another needle and the surgery went okay. There was no reported impact on patient outcome.